Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010 and a reservoir was used. The device functioned as intended for eight days. On (B)(6) 2010, the nurse and the doctor could not lock the reservoir. So the doctor exchanged the reservoir for another product which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.